Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00293. It was reported the patient experienced a wet tap during the drg system's permanent implant procedure on (B)(6) 2017. Postoperatively the patient was instructed to consume caffeinated beverages and to lay on his back. However, the patient experienced leg weakness. Subsequently, the physician decided to explant the patient's drg system. Reportedly, the patient's status has improved since the explant.